Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(6). A clinical study reported that after a surgery a patient experience concurrent cataract (right eye). Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Vitrectomy + vitreous puncture injection + retinal laser photocoagulation + complex retinal detachment repair with anterior membrane peeling + complex retinal detachment repair +. Internal pressure repair for retinal detachment (right eye).